Manufacturer narrative:
(B)(4) the customer returned one used two-lumen cvc catheter for evaluation. The proximal extension line hub as found to be separated from the extension line. The fracture surfaces were examined and determined to have been caused by contact with a sharp object. A device history record review was performed and no relevant issues were identified. The customer reported issue of the extension line being separated was confirmed during the sample investigation. The proximal extension line hub as found to be separated from the extension line. The fracture surfaces were examined and determined to have been caused by contact with a sharp object. Based on the condition of the returned sample , the probable cause of this issue is operational context.

Event description:
The customer alleges that after 10 days, the extension line of the catheter was found cut. The catheter was replaced without issue.

Manufacturer narrative:
(B)(4). The device is not sold in the us. Similar device sold in the us.

Event description:
The customer alleges that after 10 days, the extension line of the catheter was found cut. The catheter was replaced without issue.